Event description:
During a remote follow-up, inadequate capture and noise resulting in oversensing were observed on the right atrial (ra) lead. Provocative testing was performed, and the lead noise was reproduced. Lead damage was suspected. No intervention has been performed at this time and will continue to be monitored. The patient was stable with no consequences.